Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor reads "high," however, specific blood glucose (bg) value was not provided. Reportedly, the customer had consumed carbohydrates and did not deliver a bolus on time. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.